Event description:
Asku

Event description:
It was reported the lead was capped and replaced due to unacceptable thresholds, sensing difficulty, and no capture. The device was explanted and upgraded to a transvenous system due to sensing and capture issues. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected adverse event. Evaluation summary: (B)(4) no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.